Event description:
New information reported stated that the device was explanted and replaced on (B)(6) 2017. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device had been last checked on (B)(6) 2016 after the patient had been exposed to radiation. No intervention was performed. No additional information was reported.

Manufacturer narrative:
Final analysis found that the patient was exposed to radiation and this was most likely the cause of code corruption. Analysis performed after reloading product code did not find any anomaly, battery voltage was still within normal operation range.